Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 14mm proximal of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23-aug-2019. It was reported that balloon inflation failure was encountered. The target lesion was located in the arteriovenous fistula of the arm. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, it was noted that the balloon did not inflate. The atmospheres did not change at all. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed balloon pinhole.